Manufacturer narrative:
On 11/15/2017, an executive summary and review of the patient's medical was received. The following sections have been updated to reflect the additional information: age at time of the event updated to reflect age and date of birth. Date of event updated to reflect additional information. Describe event or problem: other relevant history updated to include additional information. Reporter name and address updated to include address of reporter. Information was received from alere home monitoring that the patient only received inratio system supplies between 05/21/2013 and 12/23/2014. Although the patient received a second inratio monitor during this time, records show this meter was returned to alere home monitoring in may 2014. On 12/23/2014, records show that the patient received a coaguchek system. After 12/23/2014, the patient only received coaguchek xs test strips. The complaint was forwarded to roche. Although is no evidence supporting an alere device being used at the time of these events, this follow-up MDR is being conservatively reported due to patient insistence an inratio system was used.

Event description:
The patient was prescribed warfarin in or around april 2013 and prescribed the inratio system in late 2013. At some point prior to september 2015, the patient received a second inratio monitor. The patient presented to the (B)(6) hospital emergency department on (B)(6) 2015. Outpatient records indicate he had recently been taking chemotherapy for leukemia. His home health nurse supposedly found an elevated inr and sent him to the ed where his inr was found to be greater than 9. Confusion was noted. Abnormal lab values included low rbcs/hemoglobin/hematocrit of 3.29/10.2/29.7, and platelets were low at 116. Total protein/albumin were also low at 5.9/3.3. Admitting history and physical indicates he was on warfarin 10 mg nightly, there was bilateral lower extremity edema, and also lower extremity petechiae. He was given vitamin k 10 mg im. He was transfused with two units packed red blood cells. Hemoglobin was 10.2 on admission and fell to 7.5. CT of the head was unremarkable and did not find an intracranial bleed. On the morning after admission, among other lab values, rbcs/hemoglobin/hematocrit were low at 2.91/8.8/26.4. Platelets were low at 121. Inr had improved to 2.17. Total protein/albumin were low at 5.9/3.3. Bun/creatinine were elevated at 26.0/2.10. IV fluids were ordered for renal insufficiency. He was started on lovenox. The patient's condition continued to stabilize. A 09/08/2015 egd did not reveal any sign of acute hemorrhage. He was discharged on (B)(6) 2015 with an inr of 1.11. Cardiology said his cardiac valvular function had improved to the extent there was only a low indication to continue coumadin, recommended discontinuing coumadin, and starting baby aspirin daily. During hospitalization he was again diagnosed with probable diabetes with blood sugars in the 170-209 range and hemoglobin a1c of 8.2. The discharge summary indicates admitting diagnoses were high inr from anticoagulation, anemia, leukemia, cardiomyopathy, and elevated blood sugar. The discharge summary states "patient was admitted with high inr from anticoagulation. It was felt that this was due to the patient recently being started on diflucan and levaquin as well as acyclovir for prophylaxis for his leukemia. These are pump inhibitors of warfarin metabolism." An earlier progress note had indicated the patient was monitoring his inr by himself in contact with his cardiologist, that plaintiff had noted his meter read high after several days on a new regimen, and that he had noticed some dark stools. Discharge medications included aspirin/ecotrin adult low strength 81 mg daily. Discharge instructions include "you were admitted to the hospital for toxicity from coumadin therapy which probably occurred is (sic) an interaction from some new medication you have been started on. This was complicated by bleeding from her (sic) stomach. I have discussed her (sic) case with your cardiologist. She wants you to come off of the coumadin and start a baby aspirin daily. You no longer need to check her (sic) inr at home." Information was received from alere home monitoring that the patient only received inratio system supplies between 05/21/2013 and 12/23/2014. Although the patient received a second inratio monitor during this time, records show this meter was returned to alere home monitoring in may 2014. On 12/23/2014, records show that the patient received a coaguchek system. After 12/23/2014, the patient only received coaguchek xs test strips. Although is no evidence supporting an alere device being used at the time of these events, this follow-up MDR is being conservatively reported due to patient insistence an inratio system was used.

Manufacturer narrative:
(Describe event or problem) updated to include information regarding medical records received (B)(6) 2017.

Event description:
The patient was prescribed warfarin in or around (B)(6) 2013 and prescribed the inratio system in late 2013. At some point prior to (B)(6) 2015, the patient received a second inratio monitor. In (B)(6) 2015, the patient went to the emergency room with groin pain. The following day, the patient went back to the emergency room due to a bleeding incident. The patient reported receiving an inratio inr result of approximately 2.5, which indicated to the patient and provider that the "inr levels were within normal range." Approximately two days later, the patient returned to the emergency room in excruciating pain and was admitted to the hospital for weakness and dizziness. A laboratory inr was performed and provided an inr in excess of 9.0. The patient was administered blood and plasma transfusion. Following the hospitalization, the patient stopped warfarin use and no longer used the inratio system. No additional information was provided. On (B)(6) 2017, extensive medical records were received regarding this event. The medical records describe the same event and no new complaint is alleged. There is no reported information that would alter the initial MDR reporting decision or MDR filed.

Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. As the patient did not provide a lot number of the product used, testing using reserve product from the same lot and a manufacturing review could not be conducted. No further investigation is possible at this time. However, internal CAPA (B)(4) had been opened to investigate significantly lower inratio inr results than the reference result.

Event description:
The patient was prescribed warfarin in or around (B)(6) 2013 and prescribed the inratio system in late 2013. At some point prior to (B)(6) 2015, the patient received a second inratio monitor. In (B)(6) 2015, the patient went to the emergency room with groin pain. The following day, the patient went back to the emergency room due to a bleeding incident. The patient reported receiving an inratio inr result of approximately 2.5, which indicated to the patient and provider that the "inr levels were within normal range." Approximately two days later, the patient returned to the emergency room in excruciating pain and was admitted to the hospital for weakness and dizziness. A laboratory inr was performed and provided an inr in excess of 9.0. The patient was administered blood and plasma transfusion. Following the hospitalization, the patient stopped warfarin use and no longer used the inratio system. No additional information was provided.

Manufacturer narrative:
Information was received from alere home monitoring that the patient only received inratio system supplies between 05/21/2013 and 12/23/2014. Although the patient received a second inratio monitor during this time, records show this meter was returned to alere home monitoring in may 2014. On 12/23/2014, records show that the patient received a coaguchek system. After 12/23/2014, the patient only received coaguchek xs test strips. Information regarding this event was forwarded to roche on 04/04/2017 and (B)(4) was provided.